Manufacturer narrative:
The investigation of returned 3 printed circuit (pc) boards and an evaluation of the downloaded logs from the ventilator has been completed. The pc boards were the control, the monitoring and the dc/dc and standard connectors. The evaluation of the logs confirms the occurrence of the reported two technical error codes. They were followed by the apnea, peep low, respiratory rate low, o2 concentration low, and expiratory minute volume low alarms which indicate that ventilation had stopped. The logs show that the ventilator was then set to the standby mode. The following pre-use test failed and the ventilator was turned off. When the ventilator was turned on again two sw error codes were logged that indicated a bad ram on the control pc board. Visual observation of the returned pc boards found no visible faults or damage. The pc boards were all together run in a reference ventilator for more than one week and the reported error codes were not reproduced. The control pc board was stress tested. Selected components were subjected to mechanical pressure and moderate warming/cooling. No problems occurred. The cause of the reported problem has not been reproduced in our tests but basing on the log evaluation the cause was a bad memory. The reason why the memory failed has not been determined. (B)(4).

Event description:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the ventilator generated two technical error codes while it was connected to a patient, one indicated "disabled valves" and the other a "communication error between the monitoring and the breathing sub-systems". Ventilation stopped and the patient's saturation dropped 30%. The ventilator was disconnected from the patient. The patient was hand ventilated and quickly recovered. The final patient outcome reported was no harm. (B)(4).